Event description:
During lcs primary knee procedure; surgeon decided to implant a patella. Patella prepared; product opened; buth both poly components were not rotating correctly on the metal bearing. Surgery was extended 10 mins.